Event description:
The facility provided a statement that indicated the resident's inner leg clip was hooked up to the lift. The caregiver lowered the front bar. The left side was hooked. The caregiver had to lower it some more to hook up the right. The lift seat was on the resident's bottom and the lift legs were open. It was stated in the folder "assist". No injuries were noted at the time of the incident. It was reported to the arjo investigator later that the resident was diagnosed with a fractured left hip. The resident was hospitalized. No treatment was described.

Manufacturer narrative:
The device was inspected by arjo investigator. The general condition of the lift was dirty near the base of the unit. Both end covers were missing. The jib cover had paint scrape marks on the top. Also, the push handle was loose. The jib seemed loose. The sling looked old but usable. The 4 sling clips looked normal. The device and sling met OEM specifications. It is noted in the operating and product care instructions that once the sling has been positioned and attached securely to the spreader bar, lifting can be carried out using the control handset. The operating and product care instructions warn to always check that all sling attachment loops are fully in position before and during the commencement of the lifting cycle, and in tension as the pt's weight is gradually taken up. Based on the info provided, the MFR cannot come to an exact cause of the event. However, it is most likely that the attachment loops were not properly secured prior to lifting.